Event description:
It was reported that during follow-up in clinic, increase in capture threshold and rising high voltage impedance on right ventricular lead was observed. Lead was capped and replaced on (B)(6) 2019. Patient was stable and was discharged home.

Manufacturer narrative:
Correction:- lead was not capped, it was explanted and replaced on (B)(6) 2019.

Event description:
Correction: lead was not capped, it was explanted and replaced on (B)(6) 2019.

Event description:
New information received notes that the patient presented to clinic after feeling vibratory patient notification alert from the device.